Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime or a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed motor error. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The insulin squirting out from the reservoir. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to clear the alarm. Customer was able to complete pump rewind. The motor error occurred twice. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.